Manufacturer narrative:
One cadd legacy 1 pump was received, to investigate the reported lec 1310 service, due error and screen damage. The pump was received with housing damage and a bleeding lcd. A DHR review: device history review was performed, subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified, during this DHR review. The event log showed no evidence of the reported event. The customer's reported issue was confirmed, during testing. The ec 1310 error was cleared. And the lcd was replaced. No further actions taken.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited lec 1310 service due, and screen damage. No adverse effects were reported.